Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pocket oozed since this crt-d was implanted. The patient underwent an intervention wherein the pocket was evacuated and cultures were taken to resolve the issue. The system was not affected and remains in service. No additional adverse patient effects were reported.